Event description:
It was reported the during an unknown procedure, the distal end cover of the subject videoscope fell off inside the patient. The procedure was completed with a similar device. There is no further information if the distal end cover was successfully retrieved. There were no reports of patient harm. The following patient identifier are linked: (B)(6).